Event description:
It was reported that the patient was having difficulty charging and keeping the charger aligned due to the depth of the ipg. The patient underwent a spinal cord stimulator ipg revision procedure wherein the ipg was repositioned and remains implanted in the patient. The patient was doing well postoperatively.